Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the 2.75 x 10 mm crosssail ruptured during dilatation. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned without any blood or contrast visible. The balloon was loosely folded. There was a longitudinal tear on the balloon, 2 mm distal to the proximal seal for a length of 6 mm. There were scratches on the balloon near the tear. There was no other damage noted to the balloon catheter. Product performance engineering reviewed the incident information and the returned device analysis. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, lesion tortuosity, excessive applied pressure, or insufficient preparation prior to use. In this case the patient anatomy was not described, though it could have aided the investigation. Analysis of the returned device confirmed the presence of a longitudinal tear in the balloon material, along with the several scratches on the outer surface of the balloon. There was no note of a leak during product preparation, which suggests that the balloon was not torn prior to the attempt to pressurize the device. Scratches near the balloon rupture suggest that the material was mechanically damaged prior to or during the procedure such that upon inflation, the device ruptured. The mechanical damage may have been the result of interactions with other devices or the patient anatomy as the device was advanced to the lesion, though this could not be confirmed. Based on the incident information and returned device analysis, although a root cause for the scratches cannot be determined, it appears that the balloon rupture was related to the mechanical damage and thus the operational context of the device. Product performance engineering will monitor the incident circumstances. All dilatation catheters undergo 100% inspection for leaks and are visually inspected by manufacturing. Furthermore, a sample of catheters from each lot is destructively tested to verify the rated burst pressure. This MDR is considered closed by the product performance group.